Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hempro vh-3500 piece of the jaw coating started to crack. Upon noticing this, harvester pulled the cutter out of the leg and out of the cannula. The device was put on a mayo stand and the loose piece came off on the mayo table. Nothing broke off in the patient. A new device was opened to complete the procedure after a delay. There were no patient effects.

Manufacturer narrative:
Trackwise#: (B)(4) the device was returned to the factory for evaluation on 04/24/2024. An investigation was conducted on 05/10/2024. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. The gray silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal tip. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. A lot history record review was completed for lots 3000380264, 3000379282, and 3000378079 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000380264. There were no ncmrs, rework, or deviations documented for the for the lot number. For lots 3000379282 and 3000378079 - there was an ncmr , rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a